Event description:
It was reported that the bd 4mm 32ga pen needle was unable or difficult to prime. The following information was provided by the initial reporter: consumer found 1 pen needle that clogged during flow check.

Manufacturer narrative:
H.6. Investigation: customer returned (1) open 32gx4mm bd pen needle without a tear drop label or inner shield attached. The consumer reported found 1 pen needle that clogged during flow check. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think that the pen needle was clogged. Since the sample was returned after use, the probable cause of the bent npe cannula is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannula was bent after the user handled the pen needle.

Event description:
It was reported that the bd 4mm 32ga pen needle was unable or difficult to prime. The following information was provided by the initial reporter: consumer found 1 pen needle that clogged during flow check.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.